Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health professional reported that no vacuum during cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Two used paks were visually inspected and no obvious defects were found. The balls in the drip chamber check valves moved freely per specification. The small parts trays (smpt) were not returned. The returned irrigation/aspiration (I/a) manifolds, connectors, and components were found to be in good condition. The I/a connectors and luer were connected to the cassette and handpiece without any interference. The cassettes were tested using the console with the current software. The products could prime and tune with the handpiece, with the 0.9 millimeter aspiration bypass system (abs) tip and infusion sleeve from the lab stock successfully. Fluid flowed from the balance salt solution (bss) bottle to the drain bags without any interfering. No message code appeared on the screen. No bubble or air leakage was observed from the returned cassette, manifolds, connectors, and components. No leakage was detected from the pump elastomers or on the pump area of the fluidics module. The cleaning process was able to be performed after functional test was completed. The products passed functionality per procedure. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified; all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).